Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has the distal end damaged, as part of overall visual revision. The device has the distal section with the polymer detached 1cm approximately, exposing the core wire and the core wire tip. All the outer diameter (ods) and guidewire overall length taken were according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire coating was peeled off. The target lesion was located in the highly calcified anterior tibial and posterior tibial arteries. A 300cm straight tip v-14¿ controlwire® was used with a 0.014 rubicon 150cm support catheter to cross the lesion. However, it was noted that the coating or external layer of the distal tip of the wire approximately 2cm came off inside the support catheter. The support catheter was removed from the patient and was flushed. A new wire was used and the procedure was completed. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire coating was peeled off. The target lesion was located in the highly calcified anterior tibial and posterior tibial arteries. A 300cm straight tip v-14¿ controlwire® was used with a 0.014 rubicon 150cm support catheter to cross the lesion. However, it was noted that the coating or external layer of the distal tip of the wire approximately 2cm came off inside the support catheter. The support catheter was removed from the patient and was flushed. A new wire was used and the procedure was completed. No patient complications were reported and the patient's status was okay.